Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with blood glucose levels over 600 mg/dl. The customer stated that the reservoir was empty, and she had not realized it. Troubleshooting was not possible due the battery cap being lost during the hospitalization. Advised the customer that a replacement battery cap would be sent to him. Nothing further was reported.